Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. After sensor removal, patient was unable to locate sensor wire. No medical intervention was required. Dexcom has issued an rga for patient to return the device to be investigated.